Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 7278, implantable cardioverter defibrillator, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary # product ID 6949. The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, analysis of the device memory indicated a lead warning alert, analysis of the device memory indicated the impedance on the atrial pacing lead was available, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the patient visited the hospital after hearing an alarm from the device. The right ventricular (rv) lead exhibited high pacing impedance and noise. After an electrogram was done, it was decided this was due to lead fracture. During explant it was noted that the rv lead was bending around the sleeve. The lead had been implanted for six years and the physician concluded that it was due to an anatomic issue. It was also reported that the device was lower than at the time of implantation and the rv lead was being pulled by it. No patient complications have been reported as a result of this event.